Manufacturer narrative:
The peritonitis occurred on an unspecified date the first week of (B)(6) 2016. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy fluid. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with intraperitoneal (ip) injection fortum (2 gm, daily for 14 days) and ip injection vancomycin (2 gm, every fourth day, for 14 days) for peritonitis. Fourteen days after the diagnosis of peritonitis, the patient was recovered from the event. Dianeal therapy was ongoing. No additional information is available.